Manufacturer narrative:
Batch review performed on 29 apr 2019: lot 184599: (B)(4) items manufactured and released on 19-oct-2018. Expiration date: 2023-10-10. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Additional implants involved: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721), lot 186965: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Stem: amistem p 01.18.414 amistem-p lat stem size 4 (k173794), lot 179949: 139 items manufactured and released on 03-may-2018. Expiration date: 2023-04-23. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) [implanted on (B)(6) 2019, during the first revision reported in the MDR 2019-00290]. Lot 186574: (B)(4) items; manufactured and released on 12-nov-2018. Expiration date: 2023-10-28. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.241a sleeve size m (k131518) [implanted on (B)(6) 2019, during the first revision reported in the MDR 2019-00290]. Lot 183383: (B)(4); items manufactured and released on 25-jul-2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 13 days after the previous revision (performed washout and head revision also due to an infection, MDR 2019-00290) due to an infection (the pathogen has been identified as staphylococcus). The surgeon performed a washout and revised the stem, head, liner, and cup. The surgery was completed successfully. The primary case was performed on (B)(6) 2019.